Event description:
It was reported that during a colectomy procedure, while putting the trocar in place, the seal was leaking between the housing and the cannula. They took the housing off another trocar and replaced it. That stopped the leak. The procedure was completed without any consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.